Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: white particles inner the device, broken plug strap and missing plug strap. Leak test and microscopic analysis was performed which identified: device no leakage and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "slow leak."

Event description:
Healthcare professional reported a possible slow leak on the left side. The device has been explanted and replaced.